Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer and pressure transducer tests during pre-use check. Our field service engineer has investigated the reported machine on site. The control printed circuit board (pcb) has been replaced and sent back for investigation. The provided device logs confirm the reported issue. The returned pcb has been tested in a machine. It passed the pre-use check. No abnormal found during ventilation for 24 hours. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator failed the flow transducer and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).